Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for the last two years the controller would glitch and freeze when attempting to increase stimulation or just for general use. The patient had performed multiple controller resets but that did not resolve the issue. They also noted that for a few months the patient received two different messages while attempting to charge their implant; one message was to call the manufacturer and a service error. The controller also froze when attempting to charge the implant and the recharger heated up and burned the patient. They had not been able to charge the implant for four days and had attempted to proceed through passive recharge mode but that was unsuccessful for they never proceeded past passive recharge mode. The patient performed controller resets but that did not resolve the issue. A replacement controller and recharger were requested. No further complications reported.